Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion being treated was located in the moderately tortuous left brachium vein. The 5.0 x 40/40 sterling over-the-wire balloon dilatation catheter was advanced to the target lesion when the balloon ruptured at 6 atms on the second inflation. The initial inflation was to 6 atms. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.